Event description:
Philips received a complaint by the customer on the v60 indicating that the unit displayed the alarm message, "low leak-co2 rebreathing risk exhalation". It was reported there was no patient involvement at the time the issue was discovered. No reports of harm/injury. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was advised to replace the v60 flow sensor assembly as well as the gas delivery system (gds). The customer was provided the parts ID for the flow sensor assembly and gds. The customer was also advised both parts were on back order. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered gas delivery system replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.